Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that a revision is required due to anterior pain and it is anticipated that a smaller smoother implant may prevent the irritation.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. A revision device was dispatched on the (B)(6) 2018 for a revision procedure. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It has been reported that a revision is required due to anterior pain and it is anticipated that a smaller smoother implant may prevent the irritation.